Manufacturer narrative:
(B)(6). A synergy ous mr 2.50 x 48mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent struts in the mid-section of the stent lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 14oct2020. It was reported that shaft kink occurred. During removal of a 2.50 x 48 synergy ii drug-eluting stent from the hoop, much resistance was encountered and it was noticed that the shaft was kinked. An attempt was made to use the device in the patient, but the device was impossible to push. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent damage.